Event description:
Device 1 of 2. Reference MFR report# 3006705815-2019-01080. It was reported that the patient was unable to set the ipg to the MRI mode. X rays revealed leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was resumed post-operatively.